Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; inflating the cuff with a syringe and subsequently submerging sample under water. As a result, leaks were detected in the pilot balloon of the cuff. Production performs a 100 percent in process deflation and visual inspection of the cuff. The cause of issue was determined to be eihter wear of the rubber used in the fixture for the printing of the inflation line, or the lack of detection by the production personnel.

Event description:
It was reported that the tracheostomy tube failed to inflate during use. This issue occurred even though there was air in the cuff. No adverse patient effects were reported in relation to this event